Manufacturer narrative:
B5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per additional information received from the patient. Patient never met their physician. No steps were taken to resolve the implantable neurostimulator (ins) working issue. The action taken by patient was that they were turning stimulation off when in bed. Patient weight was 170 lbs at the time the event occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the programmer was telling patient they needed new batteries. The message kept coming up over and over again when patient was charging the implant even though battery pack is charged. Patient did not always get the message but very often patient got the message 'batteries need to be replaced'. The message started a while ago, in 2024. The message came up when the recharger was plugged in and the implant was at 70-80% charged. On the call had patient check for damage and patient did not see any. Patient also mentioned the stimulation used to be more powerful, within the last month or so stim felt much less severe. Patient used to feel stimulation going down their leg and now patient just felt it in their lower back. Patient used to turn stimulation off before they went to sleep because if patient changed their position in bed all of a sudden patient would be vibrating all over. Lately the vibration but it was much weaker than it used to be. Patient confirmed they did not change any of their settings. Pt said they did not see it as a problem, stim was more comfortable now and they thought to mention it in regards to getting a message about replacing controller batteries. A replacement recharger telemetry module (rtm) was sent out. Caller repeated information regarding the "batteries low" replace controller batteries message. Agent reviewed information. Additional information was received from patient stating they are still getting the replace controller battery soon and recharge still since the recharger (rtm) was sent. Agent reviewed and advised to reset equipment. Pt states he doesn't notice a difference from the ins working or not. Agent advised to monitor and call back if the issues continue. Pt states he is always at 100% and wondered if does indeed need a new battery pack. Agent advised to call hcp and pt states he doesn't have an hcp and agent reviewed listing over phone. Pt is going to coordinate an appt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and added that they were now seeing rm06 when attempting to charge their implant, in addition to replace controller batteries soon and a message to recharge controller. An email was sent to repair for replacement controller. Recent recharger replacement was noted. Patient repeated that their stimulation is much much weaker than it used to be. Reviewed changing groups and increasing intensity. Also reviewed role of rep and redirected to hcp to further address, if needed. On (B)(6) 2024, the pt stated he received the new controller but he is having problems getting it set up. Pt verified he is using the aa batteries that came with the controller. Reviewed li battery use. Pt put the li battery back in the controller and stated the controller is 20% and the ins is 90%. Going to call pt back to verify that pt is able to pair to the ins. Made an outbound call to pt and they verified that the controller is 90% and the ins is 100% charged.